Event description:
It was reported by the customer that a black hair was discovered inside a sterile syringe. The customer stated that they did not believe the hair could have been drawn up through the needle. It was indicated that the hair was likely present in the syringe prior to its use. No information was received regarding any serious injury as a result of this product issue.